Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 47 mm abdominal aortic aneurysm. It was reported that the final angiogram showed that the left renal artery appeared to be occluded by the main stent graft body. Another angiogram was performed from a different angle and it still appeared that the left renal artery had been covered by the main body. A catheter was inserted from the right femoral artery to approach the left renal artery. Although the guidewire could access the left renal artery the catheter couldn't. As the renal artery itself did not show any delay in the blood flow the procedure was completely with no further action. The physician attributed the cause of the event to anatomy-it is possible the main body dislodged proximally when deployed due to a relatively large amount of thrombus observed in the proximal neck. The event is reported as being resolved. No additional clinical sequelae were reported, and the patient is fine.